Event description:
Customer reports at the beginning of the day, the room experienced an alarm 1, and fluoro was not available. Room could not be used. No patient injury experienced. There is potential for injury during this type of event.

Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer troubleshoot problem to the filament driver pcb. Fse replaced the pcb, verified system operation according to service manual. All systems functional. Unit returned to full service by the customer.